Event description:
Describe event, problem, or product use error: stroke during watchman procedure. Concern about heparin lots: ct03092a/2026 dec and cs03662a. At the time of the deployment of the watchman (left atrial appendage occlusion device) a filamentous venous clot at the tip of the sheath was noted. Approximately (B)(4) units were used in the case according to notes.